Event description:
It was reported that this patient's communicator displayed a red call doctor (rcd) icon. Review of latitude data for this implantable cardioverter defibrillator (ICD) system revealed an alert for shock lead impedance measurements that were high out of range with this right ventricular (rv) lead. Technical services (ts) advised that the device be interrogated in clinic. No adverse patient effects were reported. Currently, this lead remains in service.